Event description:
The device was used during an unspecific procedure. Reportedly, the safety shield did not retract. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
4/8/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to a descrepant latch. Mfg has implemented a corrective action to prevent the reported condition from occurring.